Event description:
L4-l5 tlip performed on a patient with prior l3-l5 laminectomy. Patient reported feeling "something give" post-operatively. Patient presented with additional grade 2 slip at l5-s1. On revision to elongate construct to s1, the setscrews were very loose. The contralateral side was already loose.